Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated 19 times at 6-10 atm. However, at 19th inflation, it was noted that the balloon ruptured at 8 atm. The device was removed using normal method without issue and the procedure was completed with this device. No complications were reported and patient was good post procedure.